Manufacturer narrative:
It was reported that the scale was inaccurate due to missing bushings an it was also reported that the gatch weldment was broken with sharp edges accessible. Supplemental submitted as the investigation concluded that the scale was inaccurate due to missing rollers and foot end cover was damaged with exposed sharp edges.

Event description:
It was reported via repair work order that the scale was inaccurate due to load scale malfunction and missing rollers. It was also reported that the foot end cover was broken with sharp edges accessible. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to load scale malfunction and missing bushings. It was also reported that the gatch weldment was broken with sharp edges accessible. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.